Manufacturer narrative:
The device was evaluated visually. Visual observations included; suture at 18cm from tip of catheter, drainage holes at tip of catheter were not included, touhy borst adapter was not tightened, tip of microsensor was located 12 cm from tip of catheter. A functional evaluation of the microsensor was performed. The product zeroed correctly, with a reference value equal to 501. The catheter/sensor assembly was connected to a water column and tested for accuracy at three readings. All displayed pressures were within specification. The catheter/sensor assembly successfully passed a leak test up to 80 mmhg. The sensor was tested for electrical leakage, continuity and temperature sensitivity. All results were within specification. The sensor was tested for zero drift over 48 hours with acceptable results. The sensor and catheter assembly performed within specifications. The complaint is not valid. At this time, jjpi considers this file to be closed.